Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. The root cause of this failure mode is could be over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the end of the surgery urologist tested the balloons of 2 new probes and identified that there was a lot of resistance when insufflating. It was a problem as the part remained in the patient's bladder and for removal it had to be deflated but they could not deflate it. Per additional information received via ibc on 20jan2021, the defect was identified during a test performed by the doctor, before the implant in the patient. The doctor decided to not implant the material in the patient due to defect observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that at the end of the surgery urologist tested the balloons of 2 new probes and identified that there was a lot of resistance when insufflating. It was a problem as the part remained in the patient's bladder and for removal it had to be deflated but they could not deflate it.